Event description:
The consumer reported that the implantable neurostimulator (ins) was protruding from her skin. The patient stated that it was not the actual ins coming out of her skin but the battery. When patient services clarified the patient that the battery was sealed with titanium inside the ins; she said whatever it was, it was protruding, it was on the top of the ins and it was gold/ silver in color. There was no fall or trauma related to this issue. Additional information from the health care professional (hcp) reported a confirmed ins migration in the office. The patient was scheduled for pocket revision on (B)(6) 2016. There was no infection noted, the skin was health and intact. The event date was estimated as the patient noted the issue occurred in (B)(6) 2016. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.